Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not fit properly onto the pump when attempting to reinstall it onto the pump. In addition, a cartridge change error occurred. Customer used another cartridge and the reported issues were resolved. Customer's blood glucose was 218 mg/dl.